Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Mw5156618 was determined to be the same as 9610825-2024-00569. This information was initially missed when submitting the first follow-up for 9610825-2024-00569.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I've experienced a leak in a b. Braun easy pump close to the filter, with the lot number 23f08ge561. It concerned a 270 ml pump with a flow rate of 5ml/hr. Consequently, there was a loss of 4150 mg of 5 fu. Could you inform me if there is a way to recover the lost medication due to this device malfunction?

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.